Manufacturer narrative:
The product was not returned for investigation. Some videos were provided. From the videos, it could be observed that when the healon was injected there were some particles released; however, it is not possible to determine the type of particles. Visual inspection on retained products on lot# uc31191 was conducted. 35 samples were investigated. No visible defects were found on the package or solution. The solution was clear and colorless. All components were included in the product, without defects. No visible defects on the product box. The printing on the carton and labels were observed to be correct. The manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. The directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown/not provided. If implanted; give date: n/a (not applicable). Healon is not an implantable device. If explanted; give date: n/a (not applicable). Healon is not an implantable device; therefore, not explanted. (B)(6). An attempt has been made to obtain missing information ; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor observed bubbly sparkling foreign material when healon was injected into the eye in 20-30 cases. The exact number of occurrences is unknown. The particles were removed during the irrigation and aspiration (I/a) process; therefore, all surgeries were successfully completed. No patient injuries were reported. Two lot numbers were provided; therefore, two MDR¿s will be submitted. No additional information was provided to abbott medical optics.